Event description:
Same case as MFR report #: 2134265-2010-00423. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the pt experienced shaking of the right hand. The index procedure treated the 85% stenosed, 4x10mm target lesion located in the left internal carotid artery. Treatment utilized a bsc filterwire ez and placed two study carotid wallstents (8.0x21mm, 10x24mm). Following post dilation with an unspecified device, the residual stenosis was 0%. The same day the pt experienced shaking of the right hand for approx 5 minutes. Given the pts neurological condition and normal postoperative exams, he was continued on his current medications of ticlid, aspirin and coumadin. The event resolved without residual effects the same day. The pt was discharged 2 days later. Per the physician, the event was listed as "possibly related" to the study stents.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.